Manufacturer narrative:
The device was not returned to edwards for analysis as it was reported to have been discarded by the hospital. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Attempts to obtain further information are in progress. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately one (1) month and twenty-three (23) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm bioprosthetic aortic valve.

Event description:
Edwards received additional information on (B)(4) 2015 that the reason for explant was severe aortic insufficiency. During the procedure, it was revealed that there were perivalvular leaks, particularly adjacent to the noncoronary sinus, which extended through the noncoronary sinus through a pseudoaneurysm and into the left atrium. At the end of the procedure, the replacement bioprosthetic valve functioned nicely with a mean gradient of approximately 10mmhg. Patient was discharged on post-operative day #14.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the most likely root cause of perivalvular leak in this case was a combination of tissue damage secondary to the extensive native valve endocarditis treated with the original aortic valve replacement and ineffective surgical repair during the ¿emergent salvave surgery¿ performed to treat the native valve endocarditis. Medical records confirmed the clinical observation and reason for device explant.